Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the e-200 generator instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted radical without lymphadenectomy prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that "incomplete seal cycle. Ensure appropriate amount of tissue in jaws" message appeared every time synchroseal instrument was activated with e-200 integrated electrosurgical unit (iesu). The customer stated that issue occurred with both seal and sync. The tse explained that the issue could be due to inappropriate amount of tissue, but the customer confirmed that the amount of tissue was normal. The customer replaced the instrument, restarted e-200 iesu, and used both upper and lower bipolar ports, but the issue was not resolved. The customer elected not to use e-200 iesu. After, the customer called back to add that the sound from e-200 was normal, and the e-200 energy output was weak. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: it was confirmed that although energy was weak and error message appeared every time the synchroseal instrument was used, e-200 iesu could still deliver energy and will be functional if it was continued to be used.

Manufacturer narrative:
Correction to system. Vision side system (vss) an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the e 200 generator to correct the reported error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The e 200 generator was analyzed and found to error code 25920 was confirmed. Upon visual inspection, no issues were found that could be related to the reported event. The unit was integrated into a known golden printed circuit assembly (pca) system, where it successfully powered on and established proper system connectivity. Diagnostics were checked and no system error logs were found that could be related to the reported event. During system drive testing, the synchroseal instrument successfully delivered energy throughout cautery testing. Upper and lower monopolar ports were tested and consistently delivered energy. All port led lights were also confirmed to be within acceptable illumination. The unit completed fixture testing (functional test station 2 and functional test station 3) with both tests passing. Per e 200 fa test matrix, the unit passed all required tests.

Event description:
Refer to h11 for follow-up information.